Event description:
Healthcare professional reported right side capsular contracture, baker grade not specified and textured to smooth implant exchange. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional confirmed baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified fold creases, deformation and white particles calcification -like in device outer surface. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.